Event description:
It was reported during intra-op for frontal sinus surgery the m5 handpiece was wobble with the bur. They completed the surgery with another drill. There was no patient impact.

Manufacturer narrative:
H3: the m5 is running with a scraping sound. The motor bearings are worn. The outer shaft bearings are worn. The seals are worn. The cables are corroded and internal parts are heavily polluted with foreign objects. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.